Event description:
Additional information received that surgical intervention was undertaken on (B)(6) 2017, wherein the ipg was explanted and replaced with another model.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had difficulty communicating the ipg with the external devices. Imaging revealed that ipg migrated out of the pocket site. As a result, surgical intervention may be undertaken at a later date to address the issue. Concomitant medications and therapy dates unknown.